Event description:
During a laparoscopic anterior resection procedure, the devicer only articulated in one direction. It is unknown how the procedure was completed. There was no adverse consequence to the patient.